Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer did not use ems or ER services. Customer was not hospitalized. After battery contacts were cleaned and new battery inserted, pump display returned.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device powered up properly after the battery was installed. Device was monitored for 1 day. No blank display noted. During visual inspection, the motor and electronic assembly had moisture damage. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, on unknown date with blood glucose level was 470 mg/dl at time of incident and the current blood glucose level was 451 mg/dl and treated with manual injection of 25 units. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer was alleging insulin pump was under delivering because insulin pump shut down during customer sleep. Customer states they were unable to describe any possible damage to the drive support cap. Customer stated that the insulin pump shut down and they tried two batteries to replace it but it was not turning on. Customer was not calling back after receiving a new battery cap. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return. Customer states the display returned after insulin pump restart. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.